Manufacturer narrative:
Evaluation summary : pre deco examination, the device was rec'd without the guidewire used by the customer. The stent has been deployed and there is no visible body damage. Post deco examination the tip was found to be in good condition. The body was found to be in good condition and free of indentations and kinks. A lab sample 0.035" guidewire (cook) was passed through the entire length of the device and passed freely. Results: see evaluation summary.

Event description:
Reportedly, the delivery system could not be retracted via the guidewire. The system got caught and had to be removed together with the guidewire.